Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. Blood glucose level at the time of incident was 470 mg/dl. It was unknown whether customer was using auto mode. Troubleshooting was not performed for high blood glucose event. The customer will continue use of the device. No further patient complications were reported.